Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (value was not provided); cause was a kinked infusion cannula. Customer was treated with intravenous insulin drip and fluids. Reportedly, the event did not cause any injury. Customer declined to provide any additional information including infusion set brand.